Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed the manual prime test dqtp 6117 section 13.2.3.2.2 and des 8653. A new lab reservoir was used along with a 5 xx insulin pump. The infusion set failed per inspection due to the tubing being found occluded at the p cap needle.

Event description:
Customer reported via phone call issues with the infusion set. Customer's blood glucose level was 230 mg/dl. Customer received the no delivery alarm during manual prime. Customer replaced the infusion set and they were able to get insulin to exit the tubing. Customer was advised to return the infusion set and that a replacement infusion set would be sent out.